Event description:
The complainant reported that during preparation the automated impella controller's (aic) purge disk reader was completely broken off. No further information available, no reported harm or injury to patient.

Manufacturer narrative:
The device was returned for evaluation, visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The root cause is defective component. This report is being filed as part of a retrospective review of historical records.